Event description:
The customer reported that the monitor cart will not boot up. It displays gray screens. The case was completed with another system.

Manufacturer narrative:
The ge service rep troubleshot and ordered parts. He replaced the 386 mother board, video switching pcb, and interconnect cable. The rep ordered software upgrade kit and demo receptical for main frame. He reconfigered system setup and software was ok. He reseated pins in demo receptical and it was ok. The system operates as intended.